Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to unit software problem. Investigation determined that the communication between the user interface controller (epc) and the ventilation controller (cfb) is interrupted and only after a restart of the machine the communication is re-established. Conflict in memory resource allocation between software tasks causes the ventilation controller software to stop, resulting in the generation of the technical failure alarm 305. The failure condition involves a combination of software version 6.0.1600.0 or higher and active hl7 data transmission. Software patch v6.0.2100.0 is in work. After a restart, alarm 305 is resolved. It has been conformed that the hl7 protocol was enabled.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, logs and trending data has been sent and analyzed by vyaire technical team. Furthermore, no root cause has been determined yet. This complaint is the third unit that involves the same unit issue with the following reference number: (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that the bellavista 1000e stopped ventilating while on a patient without prior manipulation. There is no device settings could be made and shows freeze image on screen. Technical failure 305 - communication alarm is triggered and cipher feedback mode (cfb) is interrupted. Also, the unit mains cable disconnection is the only possible way to switch off the device and it continues to alarm even if the device is off. The customer confirmed that the patient moved to a manual ventilation and then transferred to another ventilator, but no harm was reported associated with this event.